Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#:1627487-2019-00661. It was reported that the patient was not receiving adequate therapy, due to lead migration and invalid impedances. As a result, the patient's drg leads were explanted and replaced. Therapy was restored post-op.

Event description:
Device 2 of 2: MFR. Reference report#: 1627487-2019-00661.